Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to replace the pump. The customer planned to continue using the current pump while awaiting the replacement.